Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn not provided) displayed an airtrap alarm during patient treatment. Upon examination, no signs of leak was observed on the patient's bedside and fluid loss was observed on the saline bag. Thus, the reporter determined leak on the solex 7 catheter. Catheter dwell time was 6 days. The catheter was removed from the patient without issue and patient temperature management treatment was continued using another device. No known impact or patient consequence was reported. This references the report of the thermogard console displaying an airtrap alarm. The report of leak on the solex 7 catheter is referenced under MFR 3010617000-2017-00844.